Event description:
The manufacturer received information alleging during performance verification it was noted that the ventilator was not expelling any air - alternative circuit tested but issue remained for a trilogy 202 device. There was no harm or injury reported. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging during performance verification it was noted that the ventilator was not expelling any air - alternative circuit tested but issue remained for a trilogy 202 device. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the third-party service center, "a fault was confirmed on bench test. The technician recommended replacing the blower which has rectified the fault". However, the device failed testing after the blower was replaced. The technician recommended replacing the device's sensor board. The device failed the line test after sensor board was replaced. An "urgent ventilator service required message" appeared. The technician recommended replacing the interface board and interface cable to address the issue. The device passed line testing after the interface board and interface cable were replaced. No further investigation is required at this time. The device remained at the third-party service center awaiting parts for power supply. The device continued to fail the line test on the same point. The service technician replaced the device's system board, flow sensor, blower and sensor board, capacitor, power management, and all tubing, however the device would not pass the line test. Replaced power supply did not rectify the problem. All original non faulty parts returned into device. The technician replaced oxygen blending module board. The device passed line test, however failed when sent for retest. The device failed active exhalation, so the device's manifold and active exhalation control module were replaced. Additionally, the blower bellow had a tiny split, so replaced and rear enclosure had a crack so was replaced. The device passed full testing, set to ship mode and ready for dispatch.

Manufacturer narrative:
The manufacturer previously reported information received alleging during performance verification it was noted that the ventilator was not expelling any air - alternative circuit tested but issue remained for a trilogy 202 device. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the third-party service center, "a fault was confirmed on bench test. The technician recommended replacing the blower which has rectified the fault". However, the device failed testing after the blower was replaced. The technician recommended replacing the device's sensor board. The device failed the line test after sensor board was replaced. An "urgent ventilator service required message" appeared. The technician recommended replacing the interface board and interface cable to address the issue. The device passed line testing after the interface board and interface cable were replaced. No further investigation is required at this time.